Manufacturer narrative:
Continuation of medical devices: product ID 97702, serial# (B)(4), implanted: (B)(6) 2016, product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient thought that one of their devices for the lower extremity might be sitting on a nerve. The patient reported that when they would move, it felt like a pinch and they had sharp pain from their hip down to their left leg and it ¿kinda locked up.¿ the patient noted that this occurs on and off and that it¿s a shooting pain and almost feels like the patient is sitting on their sciatic nerve. The patient reported that they have been dealing with this issue for ¿the last few years.¿ no further complications are anticipated. Additional information was received from a consumer regarding the patient. It was reported that one of the patient's ins' had moved and was irritating their sciatica and leg. The patient stated that their leg was messed up. The patient stated they contacted their healthcare professional's office to schedule a reprogramming session, however, they had not replied to their request. An email was sent to the field staff. No further complications were reported. Follow up was conducted.

Manufacturer narrative:
The aware date has been corrected. If information is provided in the future, a supplemental report will be issued.